Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was ranges from 420 mg/dl to 48 mg/dl. Customer stated the other blood glucose value was 200 mg/dl. Customer stated the insulin pump was squirting insulin during prime. Troubleshooting was performed. The insulin pump will not be returned for analysis.